Event description:
Information received a smiths medical tracheostomy/silicone - bivona tubes neo/ped flextend plus. Manufacturer mislabeling of trachs. Outside and inner box says v flange but they were straight flange. A straight flange was placed on a patient. Four more were found with the same issue.

Manufacturer narrative:
Other, other text: one unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated. DHR review was done, no issues related to the original complaint were found.